Manufacturer narrative:
Additional narrative: this report is for an unk - screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on an unknown date due to broken philos plate. The osteosynthesis material was removed, curettage of the fracture focus and scarification until vitalized surfaces are left, the reduction is made by impacting the head to the diaphysis to improve contact and stabilizing with a new 5-hole philos plate, 9 locking screws 3.5mm (1x28mm, 1x30mm, 2x40, 2x45, 3x55) and 2 cortical screws of 3.5 x 30mm; 3 k-wires (1.6mm and 2 of 2.0mm) were used for temporary reduction of the fracture. Procedure was completed successfully. Patient outcome was okay. Patient originally underwent osteosynthesis of the left proximal humerus with a philos plate and of the left diaphyseal femur with an endomedullary nail on (B)(6) 2021. Patient returned on (B)(6) 2021 after falling from their own height following a slip while using crutches. Patient displayed fracture of the proximal humerus with a broken philos plate. The left femur did not show signs of fracture or joint alterations; consolidation was going well. This report is for a unk - screw. This is report 3 of 3 for (B)(4).